Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The biomed called about the device sent down from the floor with a message it was not cooling the patient. The patient temperature was 36.6c, the target temperature was 35c and the water temperature was 28c. The biomed checked the event log which showed an alert 113 (reduced water temperature control). The biomed run the calibration check and received an error 71(non-recoverable system error) with the expected value of 1 and the actual value was 0.57. They also received an error 80 (non-recoverable system error) with the expected value of 6 and the actual value was 6.6. The biomed also stated that the chiller and the circulation pump were replaced at bd.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The biomed called about the device sent down from the floor with a message it was not cooling the patient. The patient temperature was 36.6c, the target temperature was 35c and the water temperature was 28c. The biomed checked the event log which showed an alert 113 (reduced water temperature control). The biomed run the calibration check and received an error 71(non-recoverable system error) with the expected value of 1 and the actual value was 0.57. They also received an error 80 (non-recoverable system error) with the expected value of 6 and the actual value was 6.6. The biomed also stated that the chiller and the circulation pump were replaced at bd.

Manufacturer narrative:
Upon further review it has been determined the information in this record is cascading from the original cooling issue already submitted to the FDA, therefore bard/bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.